Event description:
After stripping collagen, the vascade device wouldn't collapse the disc all the way. Device delivery system wouldn't come back easily. When pulled back, half of the collagen came out of the groin. There were no patient complications. Manufacturer response for closure device system, vascade mvp (per site reporter). Made arrangements for the rep to pick up the device to return to them.